Event description:
(B)(4). This report is for the carotid wallstent monorail device. The patient was enrolled in (B)(6) 2006. A type ii lesion was identified in the right carotid artery. The reference vessel diameter was 5.0 mm and the lesion length was 30mm. There was 75% stenosis as measured via nascet. The target vessel was severely tortuous, 3+ calcium present. Thrombus, ulceration, dissection and pseudo aneurysm was not present. A carotid wallstent monorail 7mm diameter/50mm length was successfully placed at the intended site. Cerebral protection was not used. Pta was performed using a non bsc balloon dilatation catheter. A heart rhythm stimulant, atropine 0.6 ui was administered during the procedure. No vasodilator was used; there was successful placement of the stent at the intended site. The procedure was technically successful. Residual stenosis was 0-29%. Post-procedure, patient asymptomatic with no complications <24 hours post procedure. One month follow up assessment in (B)(6) 2006 the carotid stent was patent with 0% residual stenosis. Patient presented as asymptomatic with no complications or adverse events since last visit. Assessment of motor systems documented as not normal, left hemiparesis was reported. Six month follow up assessment in (B)(6) 2006 the carotid stent was patent with 0% residual stenosis. Patient presented as symptomatic with no complications or adverse events since last visit. Assessment of motor systems documented as not normal, left hemiparesis was reported. Twelve month follow up assessment in (B)(6) 2007 the carotid stent was patent with 0% residual stenosis. Patient presented as symptomatic with no complications or adverse events since last visit. Assessment of motor systems documented as not normal, left hemiparesis was reported.

Manufacturer narrative:
Date of event (B)(6) 2006. The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Device not returned for analysis.